Event description:
It was reported that the tubing from right cylinder to pump of the inflatable penile prosthesis (ipp) had a fracture. A revision surgery was performed and all components were removed and replaced. No patient complications were reported in relation to this event.